Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece had a prime/tune issue and overheats when plugs in. No patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on december 21, 2015. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).